Event description:
It was reported that pump flowed fast. Pump filled to infuse for 3 days and it was empty after 2 days. Pain relief delivered. No adverse clinical effects reported. (B) (6)

Manufacturer narrative:
The information contained herein is based on the formation provided by the initial reporter. Information received for this complaint indicated that the pumps were underfilled, which does flow faster than a nominally filled pump. The directions for use (1304458, rev. C) contains a caution statement: filling the pump less than nominal, increases flow rate. No adverse event occurred. No devices are available for evaluation. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.